Event description:
It was reported that eleven months six days post port placement procedure, a crack was allegedly found on the catheter upon removal. It was further reported that the redness was allegedly found along the implanting site of the catheter, and the patient's skin turned dark and scabs were observed. Reportedly, port system was removed. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the x-port isp implantable port, groshong single-lumen, 8f products that are cleared in the us. The pro code and 510 k number for the x-port isp implantable port, groshong single-lumen, 8f products are identified in d2 and g4. H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the x-port isp implantable port, groshong single-lumen, 8f products that are cleared in the us. The pro code and 510 k number for the x-port isp implantable port, groshong single-lumen, 8f products are identified in d2 and g4 h10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one x-port MRI isp implantable port attached to a groshong catheter was received for evaluation. Visual, microscopic, tactile and functional evaluation were performed. Splits were noted on the catheter approximately 1.4cm and 9.8cm from the distal end of the cath-lock. Upon infusion, a leak from one split on the catheter was observed while dye water exited the distal end. Aspiration was attempted and was unsuccessful. Therefore, the investigation is confirmed for the reported fracture issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that eleven months six days post port placement procedure, a crack was allegedly found on the catheter upon removal. It was further reported that the redness was allegedly found along the implanting site of the catheter, and the patient's skin turned dark and scabs were observed. Reportedly, port system was removed. There was no reported patient injury.